Manufacturer narrative:
Unit had unresponsive all buttons, problem isolated to lcd board. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly due to unresponsive button. (B)(4).

Event description:
Information received by medtronic indicated that insulin shoot out of insulin during priming from insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.